Event description:
The pt reported out of range normal control solution test results with test strips, lot 16152a. Some time this week, the pt performed a normal control solution test and obtained a result of 194 mg/dl versus a normal control solution range of 106-160 mg/dl (solution lot vd236, exp. 4/98). The pt shook the control solution before he applied the sample to the test pad. The control solution was opened this week. With the rep, the pt obtained two back to back normal control solution test results of 166 and 157 mg/dl versus a normal control solution range of 106-160 mg/dl. The pt's meter was set to the appropriate code. The desiccant is in the test strip bottle. The pt does not have a check strip.